Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the needle did not deploy during pod activation, indicating a needle mechanism failure. It was further noted that the omnipod system presented a pod error advising the patient to replace it, so the pod was not worn. The patient¿s blood glucose levels were reported to be within 181-250 mg/dl at the time of the issue. There was no medical intervention reported in relation to this event.